Manufacturer narrative:
(B)(4). Date sent: 8/20/2015. Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent (B)(4).

Event description:
Maude event report form, #mw5043068.